Manufacturer narrative:
Conclusion (other): for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specs. The device was not returned for analysis. From the info provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is considered a known risk and an anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
An angioplasty procedure was performed to treat vessel occlusion in the right middle cerebral artery (rmca) "with partial success"; however, after an undisclosed amount of time post procedure, the pt expired. The cause was not disclosed. No further info was provided.